Event description:
During a dental treatment on a patient the doctor drilled an implant into the patient's sinus cavity. The doctor reported the event on (B)(6) 2014. MDR report number: 1060818-2014-00001. After investigating all the available facts, w & h classified the complaint as an accidental user error because the doctor used the wrong program. The device is designed to operate with five program buttons. Each program is marked with different symbols and with the gear reduction. Program one is marked with 1:1 and all other programs are marked with 20:1 gear reduction. The push button of the active program is lightning. Every program change is supported by a short acoustic signal. The program change back to program one (1:1) is supported by a long acoustic signal. The factory setting as well as all possible adjustments are described in the IFU on page 30-31. If the dentist used the right program for insert implants, which is program four, it would be impossible for him to have the wrong speed because the program is limited to 15 rpm's and the speed is not adjustable by the user. The patient would not have been injured if the dentist followed the IFU.

Manufacturer narrative:
.